Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device found that the reported phenomenon could not duplicated. Omsc checked the log file of the device and confirmed that the error "scope dsp initialization failure" was occurred on the day when the phenomenon occurred. Omsc found that there was foreign matter on the terminals of the video connector socket of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Based on the results of the investigation, omsc surmised that the reported phenomenon was occurred the following cause. Based on the log file, the connected scope did not work properly temporarily by some cause. A communication failure between the device and the scope was occurred temporarily by foreign matter on the terminals of the video connector socket of the device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During laparoscopic colectomy with ltf-s190-10 and otv-s300, an endoscopic image disappeared suddenly. The user restarted the otv-s300 and an endoscopic image did not come to normal. The user replaced the system excluding the ltf-s190-10 to another system and the user completed the procedure by using the ltf-s190-10 and another system. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for otv-s300.